Manufacturer narrative:
Final analysis of the anchor found an obstruction of molded rubber inside the lumen.

Event description:
It was reported that the physician implanted the catheter, but it was impossible to insert the anchor because partially obstructed lumen. A new anchor was recovered from a revision kit. The lead worked properly and the patient was okay and felt the stimulation well. The patient status was reported as no injury/adverse event. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3487a-33, lot# 0205454512, implanted: (B)(6) 2012, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.